Event description:
A -bard hubless silicone flat drain - closed wound suction system was place in pt during surgery in 2009. While attempting to remove the drain two days later, the drain broke and the distal end of the drain remained in the pt. The pt was taken back to the or the next day, and the retained portion of the drain was removed.